Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual summary indicated the catheter was damaged during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that during the implant procedure, the catheter disengaged and with closer inspection, there are visible cracks. The catheter was attempted and not used. Another catheter was used. No patient complications have been reported as a result of this event.